Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06141. It was reported that during the ipg replacement, the both leads were found to have high impedances. As such the leads were explanted and replaced to address the issue.